Event description:
The manufacturer received information alleging a trilogy evo was connected to the co2 monitor with cable, but the co2 data cannot be confirmed. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer. Attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed.